Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. The customer's blood glucose level was between 300-400 mg/dl. Reportedly, customer went to the emergency room (ER) to treat bg. Bg was treated with manual insulin injections and water. Reportedly, customer left the ER 4 hours later. Tandem technical support instructed the customer to use the fill tubing feature to prime out the air bubbles. Customer acknowledged.